Manufacturer narrative:
The associated complaint device was returned for evaluation. A welded region on the r3 straight shell impactor was fractured. This was likely due fatigue loading of the weld joint caused by repeated impacts. The device exhibits signs of significant wear/ usage. The device was manufactured in 2016. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the impactor end of this shell impactor came apart from the weld while being used in the patient. No delay or injury reported. Backup device was available.